Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 108," defib fault 80," and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.